Manufacturer narrative:
On (B)(4) 2013 medacta received information concerning (B)(4) cases of bone fractures in which amistem h implants are involved, all reported by the same surgeon. The complete complaint forms with information on codes and lots involved in the (B)(4) cases were received on (B)(4) 2013. The events occurred during the years 2010-2011-2012 and were not initially reported to medacta. The surgeon decided to collect them together and send a unique feedback. Document review: we analyzed the batch records of each case, in particular, for this one: amistem h femoral stem size 2 - ref. 01.18.132 / lot 120133 ((B)(4) stems produced). All parameters were found to be conforming to specifications valid at the time of manufacturing. The (B)(4) stems belonging to this lot have been already implanted. One similar incident on the same lot has been reported within these (B)(4) cases: see MDR 2013-00017. From a discussion between the surgeon and medacta, it seemed that the surgeon was not confident with the surgical technique and the choice of the implants and both these factors are highly likely the causes of the fractures. Medacta international is in contact with the surgeon and connected him with two more expert swiss surgeons to help him better understanding how to proceed. On the basis of the data collected, a device involvement is highly unlikely. The (B)(4) cases are reported with the mdrs from 2013-00011 to 2013-00019.

Event description:
Periprosthetic fracture 3 days post-operatively following amistem hips. Site of fracture: lesser troc. Cerclage wires performed.